Event description:
Customer reporting discrepant high on multiple instances on the same pt, meter, lot, user. Lab draws and meter-lab comparisons were prompted by hospitalization for vision problems, high blood pressure, and pre-stroke symptoms on this particular pt on (B)(6). Patient's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Several of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the pt's status. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. Fifteen discrepant complaints have been reported for lot 276744 yielding a complaint rate of 0.01%. Due to this low occurrence rate, below the action threshold of 0.07%, corrective action is not required at this time. Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.2, reference: 2.5, mean: 2.85, confidence limits: 1.7 - 3.8, result: pass; (B)(6) 2012, 2.2, 1.89, 2.05, 1.3 - 2.7, pass; (B)(6) 2012, 2.3, 2.0, 2.15, 1.4 - 3.1, pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported additional results from different dates of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr result from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these other reported results is appropriate. In-house therapeutic donor testing has been performed on reported lot 276744 on (B)(4) 2012. Results as follows: donor 1 - inratio: 2.9, inratio; 3.1, inratio: 3.2, reference: 2.64, bias threshold: 1.64 - 4.64, %cv: 4.98; donor 2 - 4.4, 4.1, 4.1, 4.08, 3.08 - 5.08, 4.12. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. The returned meter will be investigated via functional testing.